Event description:
21ga needle was fully extended out of the packaging and would not retract.

Manufacturer narrative:
At the time of this report, the device had not been returned for investigation. Device was not used during the procedure

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report, and to provide the results of the investigation. G3: date received by manufacturer was blank in the initial medwatch report and should have been 18-aug-2022. The subject device was not returned; therefore, there was insufficient evidence to confirm the failure mode. The possible failure modes associated with an unretractable needle tip include damage to the handle, damage to the push rod, damage to the pullwire or the pullwire-needle junction. Manufacturing or assembly errors involving the length of key components, including the pullwire or the sheath, could affect the needle's ability to extend and retract. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.